Event description:
It was reported that the customer had high blood glucose levels. Customer's blood glucose level was 600 mg/dl. Customer treated with a manual injection. Customer stated that they have a back-up plan. Customer was advised to disconnect from the pump. Customer found air bubbles in the tubing. Customer ran a manual prime and the insulin did exit the tubing. Customer keeps the insulin cold. Customer was told that it needs to be at room temperature. Pump settings are correct. Pump passed the high pressure test. Customer was advised to change the entire set, reservoir, and insulin. Customer was advised that the pump was working as designed. Customer stated they want to troubleshoot the pump for functionality due to high blood glucose levels. No further assistance required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).